Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 1/10/2017. Device returned to manufacturer: yes. Device evaluation: the cartridge was received in an original package which was open. Residue of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) was detected inside the cartridge tube, the lens was observed at the loading zone, and indicates the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed. Small particles that could be related to handling the unit out of a controlled environment were observed on the surface of the cartridge. The wing cartridge was observed cracked and tip was deformed at the cartridge tube. The lens was observed stuck in cartridge inside the loading zone. The reported device problem code of tip deformed was verified for the cartridge. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The cartridge shows fissures on the tip. This was observed during lens implantation. This resulted in 2 intraocular lenses (iol) breaking during implantation. The iol contacted the patient¿s eye. No patient injury. Another lens with half a degree more was implanted successfully. No additional information was provided to abbott medical optics.